Event description:
Company representative reported via physician right side "recurring seroma, pain and migration of the implant" and "hematoma".

Manufacturer narrative:
Continued a2 patient dob: on (B)(6) 1963. Continued h6: f2203 - imaging required, f2201 - biopsy. Additional, changed, and/or corrected data. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown) and rupture.

Event description:
Patient representative reported a capsular contracture (baker grade unknown) and pain. MRI confirmation of ruptured implant. This relates to the right side. Device has been explanted.